Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the right atrium lead was unable to be successfully implanted due to patient's anatomy. The implant was successful with another lead. No patient complications have been reported as a result of this event.